Event description:
When opening sternum with stryker saw (blade #9119193), saw blade reciprocated back and forth scoring the right ventricle and cutting a tiny hole into the right ventricle: hole was repaired and pt. Had no adverse sequelate from event.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.